Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) the unit shut off and screen went black. There was no patient harm reported.

Manufacturer narrative:
Updated fields: b4, d9(device available for eval, return to manufacture date), e1(site country), g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, component codes and investigation conclusions), h10. Additional contact information: +(B)(6). A getinge field service engineer evaluated end user reported that iabp shut off and screen went black during use.end user reported that iabp shutoff and the screen went black during use.critical fault code # 111 local watch dog timer failed" logged in the event logs. Executive processor pcb was replaced. B.17 software reinstalled. 30 psi transducers, helium transducers and drive regulators were all re-calibrated. Complete pm performed with full calibration, functional testing and electrical safety checks to factory specifications. Unit returned to customer and cleared for clinical use. The defective components were received for further investigation. The national repair center installed the pcb,exec processor into the cardiosave test fixture and tested the board to factory specifications per procedure number (B)(6) revision c and the cardiosave service manual part number (B)(6) revision p. The nrc could not verify the failure of the cardiosave shutting off. The board passed testing. Sending the board to the supplier per procedure number (B)(6) revision aj. Fat received part back from the supplier. The supplier stated they tested the board with no issues found. No specific root cause identified. Please see attachments for failure analysis paperwork. This investigation is now complete. Retaining the part in the failure analysis and testing department per procedure number (B)(6) rev. Aq. The non-conformances with the returned components were not identified. However, the root cause or the most probable root cause is not confirmed.